Event description:
It was reported that approximately 41 months post implant of a bifurcated device and a suprarenal aortic extension, a computed tomography (CT) scan was performed. The CT scan indicated the patient an endoleak. The physician decided to correct the endoleak by implanting another bifurcated device and another suprarenal aortic extension. The patient was reported to be stable post procedure.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Based upon the complaint investigation, the reported type iiia endoleak was not able to be confirmed, and is inconclusive, due to lack of medical records and images. A manufacturing record review was performed, the lot met all release criteria with no issues (no related issues) or deviations that would explain the reported event. The lot usage history shows that one other incident, (B)(4), reported a possibly similar type iiia endoleak that is still under investigation at this time.. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.